Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery with mild calcification, mild tortuosity and 90% stenosis. The 8x100mm absolute pro self-expanding stent system was advanced over an unspecified 0.018 guide wire. Stent deployment was initiated yet the stent only partially deployed. The stent was removed with the delivery system. Another same size device was used to continue the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 8x100mm absolute pro self-expanding stent system was advanced over an unspecified 0.018 guide wire. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire in conjunction with interaction with the mildly calcified, mildly tortuous and 90% stenosed anatomy resulted in the distal shaft becoming bent resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.